Event description:
It was reported that, during a trepanation procedure, the device did not stop automatically, resulting in damage to the patient¿s dura, requiring medical intervention. No further information available at this time.

Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.